Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female pt who had essure (fallopian tube occlusion insert) inserted and the hsg showed that one coil had broken into three different pieces (suggestion of separation of components) (previously reported as hsg showed that one coil had broken into three different pieces) and there was a pt left fallopian tube. These events were considered non-serious. The first is unlisted in the reference safety information for essure while the remaining is listed. The event hsg showed that one coil had broken into three different pieces (suggestion of separation of components) was regarded as near-incident due to the reported breakage. Single cases have been reported of essure breakage. In this particular case, the exact date and the mechanism of the reported events are not known, however based on the available information and due to lack of alternative explanation, causality with essure therapy was considered as related. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 22-jul-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months postplacement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "broken" or "fragmented." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. This case also reported a breakage event which is not necessarily indicative of a quality defect. Fourteen (14) additional ae case reports have been received to date in relation to batch number b34603 but only one of these cases refers to a breakage event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "broken" or "fragmented." Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the hsg showed that one coil had broken into three different pieces (suggestion of separation of components) (previously reported as hsg showed that one coil had broken into three different pieces) and there was a patent l fallopian tube. These events were considered non-serious. The first is unlisted in the reference safety information for essure while the remaining is listed. The event hsg showed that one coil had broken into three different pieces (suggestion of separation of components) was regarded as near-incident due to the reported breakage. Single cases have been reported of essure breakage. In this particular case, the exact date and the mechanism of the reported events are not known, however based on the available information and due to lack of alternative explanation, causality with essure therapy was considered as related. A product technical analysis concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "broken" or "fragmented." Based on the information available, there is no reason to suspect a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014, which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and hsg confirmation test showed that one coil had broken into three different pieces. No further information was provided. Follow up information received on 07/07/2014: pt information was updated; date of birth, weight and height were added. The pt had no previous gynecological interventions, gynecological problems or procedures. Physician reported that the pt had chronic back pain/sciatica. On (B)(6) 2014, essure ess305 was inserted; the lot number used was b34603. The pt was not postpartum at time of insertion. During the insertion procedure, physician used cervical dilatation, sounding and conscious sedation (mac). Physician reported that it was difficult to visualize the left ostia due to endometrium and clot; but essure was inserted easily once the ostia identified. No fluid loss was observed and the procedure did not take more than 20 minutes. On (B)(6) 2014, hsg was done and showed abnormal appearing of essure coil suggesting separation of components. The left fallopian tube was patent. No perforation was noted. Pt was on depo-provera as back-up contraception; she will continue with treatment until lap tubal be performed if the pt desires. No other symptoms associated. No other related diagnostic tests were performed. No hospitalization was required. Physician related the event with essure devices. At the time of the report, essure devices were not removed.